Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced infusion set tubing detachment event on (B)(6) 2025 while sleeping. The location of detachment was tubing and quick release. The site location was leg.the infusion set was in use for more than 3 days. The blood glucose level was high and the patient was treated with correction bolus. No further information available.